Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg value was not provided. The customer alleged that the pump was not working as intended. Customer reverted to manual injections for insulin therapy. Customer information was not provided, therefor, follow ups were unable to be performed.